Manufacturer narrative:
MDR being submitted as a result of a retrospective complaint review. An evaluation of the trestle luxe plate is not possible. The implant remains properly positioned within the patient. The identifying lot number has not been provided.

Event description:
During the surgery, one of the plates locking mechanisms popped up as the screw was being inserted. The surgeon took a small tamp and knocked it back into place and left the plate in with no further complication. The plate remained implanted in the patient.